Event description:
It was reported that it happened in palliative care unit. The catheter was found cut in two at the level just before the y hub on the side of the bladder. Consequence: discomfort for the patient. The device was changed; a new catheter was inserted. Happened with two different patients. Additional information: the catheters had been inserted no more than 24 hours before. The patients were not agitated.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found on the product. There was no complaint sample returned for further investigation. Therefore, no physical assessment can be conducted. Due to there was no actual sample returned for investigation, therefore further investigation was not possible. Thus, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it happened in palliative care unit. The catheter was found cut in two at the level just before the y hub on the side of the bladder. Consequence: discomfort for the patient. The device was changed; a new catheter was inserted. Happened with two different patients. Additional information: the catheters had been inserted no more than 24 hours before. The patients were not agitated.